Manufacturer narrative:
The device was not returned for analysis. The review of the lot history record (lhr) and similar compliant history could not be conducted because the part and lot numbers were not provided. Corrective and preventive action (CAPA) review was performed and revealed no indication of a product quality issue. A conclusive cause could not be determined for the reported failure to achieve hemostasis. The unexpected medical intervention appears to be related to be related to circumstances of the procedure. The patient effect of hemorrhage is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
B3: date of event was estimated. D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is captured under a separate medwatch report number.

Event description:
The following case study was received via an article review: it was reported that suture placement was done with a proglide device using the pre-close technique prior to an interventional transcatheter aortic valve replacement (tavr) procedure. The tavr procedure was completed. Reportedly, post procedure, there was significant bleeding after securing the proglide sutures [advancing/tightening the knot]. An additional proglide device was used, but there was significant bleeding after securing these sutures [advancing/tightening the knot] also. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.